Manufacturer narrative:
Product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that one cadd cassette 100 milliliter, pharmacy filled producing no disposable clamp tubing alarms on pump. States can see a high amount of air in the cassette line. Troubleshooting did not resolve. The box was sent to return defective cassette. Replacement cassette sent. No further details provided. There was no patient injury reported.